Event description:
It was reported that 1 month post-op the patient had sort of allergic reaction/immune response. Seven months post-op the plate and screws were explanted and images show that non-locking screws of a different manufacturer were used in conjunction with i.t.s. Implants.

Manufacturer narrative:
We have inspected the dhf of the affected plate and multiple lots of screws supplied to the distributor as no lot no. Was provided and the material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Based on the information available, no final conclusion could be drawn and it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate. This report does not reflect a conclusion by FDA, i.t.s.gmbh or its employees that the report constitutes an admission that the device caused or contributed to the potential event described in this report. This report includes one plate and 9 screws and therefore this is report 3/10.